Event description:
It was reported that during the implant procedure a right ventricular (rv) perforation was suspected as once the lead was placed the threshold increased, there was diaphragmatic stimulation at five volts, and the sensed intrinsic egm (electromyogram) changed to negative deflection. The helix of the lead was then retracted and the lead was pulled back into the rv cavity. The patient was closely monitored for five minutes for change in heart rate and bp (blood pressure). There was a changed in systolic bp from 130 to 90mmhg. A portable echo was performed showing no significant pericardial effusion. When the patient was stable the lead was re-positioned to a mid rv septal position with adequate pacing parameters. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.